Event description:
Reporter states, in back-to-back blood glucose testing, she received results of 71 and 139 mg/dl respectively. Reporter is on a set insulin regimen and does not adjust according to meter readings. Reporter was using alcohol to clean finger and states she may not have been thoroughly dry prior to stick. Meter was cleaned improperly. Reporter does not compare with color chart, but has noticed occasionally that the confirmation dot has streaks in it. Reporter does not have control solution. Reporter was not experiencing any symptoms. No allegation of harm.